Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical resection of rectal cancer, while using the device on resection of the rectum, it could not be fired normally. The surgeon able to pressed the green button but could not squeezed the handle. Another stapler was used to complete the case. There was no patient injury.